Manufacturer narrative:
E1 phone: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect free t4 and provided the following data: the free t4 result was reported = 5 ng/dl. A free t4 result when measured on roche was in the normal range (no information on when the result was generated and what the reference range is) patient information: the patient is receiving an unknown thyroid treatment at another facility. It was further clarified that the patient was already receiving treatment regardless of the free t4 result and that there was no negative patient impact / patient harm. There was no reported impact to patient management.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending identified an increase in complaints for list number 07k65, however, in-house performance testing could not be performed as the complaint lot number is unknown. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with list number 07k65 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the architect free t4 reagent was identified.

Event description:
The customer reported falsely elevated architect free t4 and provided the following data: the free t4 result was reported = 5 ng/dl. A free t4 result when measured on roche was in the normal range (no information on when the result was generated and what the reference range is). Patient information: the patient is receiving an unknown thyroid treatment at another facility. It was further clarified that the patient was already receiving treatment regardless of the free t4 result and that there was no negative patient impact / patient harm. There was no reported impact to patient management.